Event description:
It was reported that the reporter was "seeing quite a few people that the doctors and company representatives all say the units are fine, when they are not". There was no additional information available.

Manufacturer narrative:
(B)(4).